Event description:
The facility reported that when the client was getting out of the bath chair after bathing, she maneuvered to the end of the seat when suddenly the seat became detached from the frame, causing the client to fall forward. The client sustained bruising to the elbow and an aching shoulder. Treatment provided was not described. (B)(4).